Event description:
As reported by the user facility: leaking at y site, 3 at middle y site, 1 at lower y site, 1 did leak over patient and the pants he was wearing. All were chemotherapy. Customer does have samples, they are contaminated with chemotherapy. A follow up with the facility confirmed there was no injury, intervention or treatment needed as a result of this incident. The facility followed normal protocol for a chemo spill and gave the patient a disposable pair of pants.

Manufacturer narrative:
The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed. Although, a review of the customer complaint database revealed no adverse trends of this nature against the reported catalog or lot number. Based on the investigation, no conclusions can be made regarding the cause of the event.